Event description:
Caller reported a cartridge alarm 30 that occurred during the loading process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer did not have a replacement cartridge, and after receiving assistance from technical support in using the proper loading technique, the call was disconnected.